Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by united therapeutics. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the distributor that the patient experienced an allergic reaction to chloraprep. Per complaint form: it was reported that the patient was allergic to chloraprep. Action taken with IV remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown. The reporter did not provide causality for the event of dermatitis contact. Allergic to chloraprep [adhesive tape allergy]. Case description: this united states case is a solicited report received on 24 aug 2021 from a consumer from patient support program via accredo specialty pharmacy. This [omitted] patient began therapy with remodulin (treprostinil sodium, concentration 5 mg/ml), on (B)(6) 2013 for primary pulmonary arterial hypertension. The current dose was reported 0.140 g/kg, continuous via intravenous (IV) route. On an unreported date, the patient experienced the event of allergic to chloraprep (dermatitis contact).